Event description:
It was reported that the pt underwent a revision surgery in left hip due to loose stem. The revision surgery was completed on (B)(6) 2012. During the revision surgery, the shell was checked and identified as loose. The shell was also revised. All implants were originally implanted two years before the revision on (B)(6) 2010. Itis unk if the implants will be sent back.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).